Event description:
It was reported to medtronic neurosurgery that about two weeks into the device's use, the connector tubing was found to be broken. According to the report, the tubing was disconnected from the patient-line stopcock.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).